Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted on a previous date due to unspecified reasons. A new aus cuff was later implanted on (B)(6) 2019. It was further reported that the cuff was explanted due to a "lesion in the urethra." The patient experienced recurring incontinence. The patient was stable following the cuff removal surgery. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis. Additional information received states the lesion on the urethra was erosion.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted on a previous date due to unspecified reasons. A new aus cuff was later implanted on (B)(6) 2019. It was further reported that the cuff was explanted due to a "lesion in the urethra." The patient experienced recurring incontinence. The patient was stable following the cuff removal surgery. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.